Event description:
A needle knife was used for therapeutic purposes. During the procedure, the needle broke off inside of the pt's duodenum. The fragment was removed with biopsy forceps through the scope. The procedure was completed with defective device.